Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced erosion. The patient's implantable cardioverter defibrillator (ICD) and lead were slightly exposed on the outside of their body. The implantable cardioverter defibrillator (ICD) system was explanted and a new system will be implanted at a later date. No further patient complications have been reported as a result of this event.